Event description:
It was reported that an arteriotomy closure was achieved in a common femoral artery using a proglide device with a 6f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture was successfully deployed; however, the proglide device could not be removed from the patient's anatomy. After several "opening and closing" of the foot lever, the device was ultimately removed without incident. Hemostasis was achieved with the deployed proglide sutures. There were no reported adverse patient effects. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.